Manufacturer narrative:
The explanted devices will not be returned to bsn for analysis as they were discarded by the medical facility.

Event description:
A report was received that the patient's scs precision system was explanted due to infection at the battery and midline incision sites. The patient was admitted to the ER with symptoms of fever and redness at the incision sites. The physician determined that the infection was not related to the device or the implant procedure and that the infection was due to a dental procedure that the patient had performed recently. The patient was prescribed antibiotics and was reportedly doing well.